Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with insulin pump error. The blood glucose was 230 mg/dl at the time of the incident. After performing troubleshooting, it was confirmed that, the occured insulin pump error was one minute non-destructive ram test failed alert. Customer was able to complete pump rewind. Error table indicates the pump should be replaced. There is several alerts pump error 13 in the alert history every day several times. Customer advised to replace the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test however, the insulin pump alarms failed random access memory error during operation, problem isolated to the electronic assembly.